Event description:
It was reported in an article published in the journal "respiratory medicine" titled, "complications associated with peripherally inserted central catheters and hickman in patients with advanced pulmonary hypertension treated with intravenous prostanoids"' that 175 catheters were implanted in 109 patients. Of them, 100 were hickman and 75 PICC catheters. The mortality rate was higher in the PICC group compared to the hickman group.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as 01 jan 1900 for the MDR submission requirement. Hinojosa w, cruz a, cruz-utrilla a, cristo ropero mj, lópez-medrano f, gómez I, arribas-ynsaurriaga f, escribano-subias p. Complications associated with peripherally inserted central catheters and hickman in patients with advanced pulmonary hypertension treated with intravenous prostanoids. Respir med. 2021 nov-dec; 189:106649. Doi: 10.1016/j.rmed.2021.106649. Epub 2021 oct 19. Pmid: 34673343. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported higher mortality rate as no objective evidence was provided for review. The relationship between the central venous catheter and patient death cannot be established at this time. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d1, d2, d4 (medical device catalog #), g3, h6 (component). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. Hinojosa w, cruz a, cruz-utrilla a, cristo ropero mj, lópez-medrano f, gómez I, arribas-ynsaurriaga f, escribano-subias p. Complications associated with peripherally inserted central catheters and hickman¿ in patients with advanced pulmonary hypertension treated with intravenous prostanoids. Respir med. 2021 nov-dec;189:106649. Doi: 10.1016/j.rmed.2021.106649. Epub 2021 oct 19. Pmid: 34673343. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "respiratory medicine" titled, "complications associated with peripherally inserted central catheters and hickman in patients with advanced pulmonary hypertension treated with intravenous prostanoids", 175 catheters were implanted in 109 patients. Of them, 100 were hickman and 75 PICC catheters. Patients developed infection and mechanical complications such as displacement and occlusion were also observed. The rate of mortality was higher in PICC group than in hickman group.